Event description:
A customer reported to baxter (B)(4) they noticed cracks on the light blue main body of a minicap extend transfer set, after it was in use for 105 days. There was patient involvement but there was no patient injury at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for damage in a minicap transfer set was confirmed during the sample evaluation, the lab received one used set with cap on dark blue connector and no cap on the patient connector. During the visual inspection, chipping, flaking, and cracks were found on the light blue main body of the minicap. The set was functionally tested by hand tightening a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. Cracked main body condition is not seen during the mountain home assembly process. Sets are manually assembled by the operators and 100% inspected. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for damage in a transfer set was confirmed; however, no root cause could be determined.